Event description:
The device was returned for air compressor failure. A red pump service alarm was observed after the device was powered on. Air compressor could be heard struggling to function correctly during startup. Log files indicated mechanical failure air compressor. Performed pneumatic system (recharge test) and system failed consistent with a faulty air compressor. Installed engineering pneumatic test module and performed recharge / hardware tests. Unit passed without error. No other problems found. Dynaflo air compressor will be removed and replaced during repair process. Perform functional testing. No other damage was found.

Event description:
The following has been reported: biomed reported: "red service needed error. Patient harm: unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.